Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 10 cm in diameter ruptured abdominal aortic aneurysm. The vessel morphology was unremarkable with no morphological changes in the vessels from the time of implant. It was reported that a recent CT revealed that there was a type iii endoleak, fabric of the stent graft. The physician elected to explant the device. No further information is available for this case. The patient surgically converted to a conventional graft. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, removal of implant. Anatomy related: ruptured abdominal aortic aneurysm. Treatment of a ruptured abdominal aortic aneurysm. Conclusion: anatomy related: ruptured abdominal aortic aneurysm. Treatment of a ruptured abdominal aortic aneurysm.